Event description:
A malfunction alarm with the code malf 12 was reported, and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and no further issues occurred after the reset. The customer was advised to continue using the pump and to call back if the malfunction recurs.